Event description:
Customer reportedly, obtained results of 259 mg/dl and 122 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of the suspect system and replacement was sent.